Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a revision on monday. They stated they thought the same ins from 2018 was still in their body, but they were not sure. Their doctor had to revise the ins, stating they needed a revision for about 6 months as the device was not working right for them. They also stated the ins had dislodged from the pocket an came to the top of the skin and caused them pain. Caller stated they could physically move the ins around. They stated that due to covid they had been unable to get it fixed until recently. No further complications were reported or anticipated.